Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, it was discovered that the patient developed a hematoma. On the following day, the implantable cardioverter defibrillator system was then explanted successfully. The patient was stable post procedure. Related manufacturer reference number: 2017865-2019-08603.